Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that the procedure was to treat a lesion in a heavily tortuous rca. The guide wire was placed and an ivus was advance without issue. After performing the ivus procedure, the ivus was retracted. During retraction, the guide wire was observed to be pulling out of the coronary even though is was stabilized at the tuohy. At this point, the ivus and the guide wire were removed together. Once outside the patient, the guide wire was observed to be separated approximately 2 cm distal to the hypotube. Nothing was left in the patient and there were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the guide wire was returned with blood and contrast visible on the coils and core. There was corrosion on the tip ball. The tip coils were in a cork screw shape. At the distal end of the center solder, the tip coils were pushed distal. There were bends in the core at both the proximal and distal ends of the proximal solder. There was separation at the distal end of the hypotube. A small section of the core was protruding from the distal end of the hypotube at the point of separation. The fracture faces were uneven and slightly bent. 13 cm of the proximal section of the proximal shaft was in a cork screw shape. There was no other damage to the guide wire noted. The tip was tugged on to verify the shaping ribbon was intact. This guide wire was sent to scanning electron microscopy (sem) further analysis. Product performance engineering reviewed the incident information and the analysis of the returned guide wire. The sem showed that the core immediately adjacent to the hypotube joint had fractured form ductile overload at a bend. The guide wire also showed twisting around the ivus device. To fail in this manner typically, the ivus was advanced too close to the tip of the guide wire. Many ivus devices warn not to advance the ivus too far on the floppy portion of the guide wire because the short rail of the ivus needs more support than the floppy tip coils can provide. Withdrawing the ivus can buckle the guide wire. When the ivus is rotated with the guide wire buckled, the guide wire can wrap around the ivus device. If excess fore is applied to remove the guide wire, the guide wire will fracture. This appears to be what happened in this incident. There was no manufacturing related quality issue found with the guide wire. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire through visual and dimensional inspections and 100% non-destructive pull test of the hypotube joint. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.